Manufacturer narrative:
The t:slim x2g6 user guide states: always remove all air bubbles before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, the customer had not performed the air removal process. A cartridge change was performed resolving the air bubbles. Tandem technical support educated the customer regarding the proper air removal process. Customer's blood glucose level ranged between 190-220 mg/dl.